Manufacturer narrative:
This is a correction report for follow up MFR report number 3003832357-2025-000706. The evaluation method grid was updated to include event history log review.

Event description:
This report is based on information provided by philips field service engineer fse, clinical specialist and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating when the clinical specialist from philips was setting up a training device, there was a "hardware failure on a hw7 " pacing error. When the clinical specialist took the philips owned unit back home where she attempted to run a manual self-test to replicate the error. This self-test failed. A second attempt at a self-test was, however, successful. The clinical specialist then placed the device on a rhythm generator and attempted to pace. The pacing was successfully captured but no red pacer spikes were visible, just a wider qrs indicative of capture. The field service engineer fse advised the device will need returned for evaluation. There were no patient involvement and no impact as this device was a philips owned unit used in the field by our clinical team.